Event description:
It was reported that in a procedure using echelon flex manual batch when trying to staple with load batch there was no stapling. The doctor reports that all the clips came out. Picked up another load and stapling proceeded normally. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.